Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact that there was "bottom cap damage". This is not a reportable malfunction. However, during verification testing at the service ctr, leakage from the disposable batteries was noted in the battery compartment of the device.